Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps had a missing screw. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use, and no damage was found. After using the instrument for about an hour to retract the issue, the instrument tip suddenly stopped grasping the tissue. The customer removed the instrument through the cannula to check and found the screw was missing. No port incision was increased. The screw was found outside the patient. An x-ray was performed to confirm no retained fragment. No fragment fell into the patient. Additionally, the instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon believed the issue was due to the instrument. The customer felt a little resistance upon removal of the instrument through the cannula prior to the breakage and final removal of the instrument. Both instrument and cannula had no other damage after the event occurred. There was no patient injury and the patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was delayed for about an hour and the patient was under anesthesia at the time of the event. No intra or post operative complications occurred due to this delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin missing from the distal end. The pin was not returned with the instrument. The complaint regarding missing pin was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.